Event description:
A call to technical services on (B)(6) 2011 states that a medtronic epicardial lead was implanted on (B)(6) 2011. Impedance down from 1047 to 547; threshold is stable. Ts contacted medtronic technical services who states lead impedance range is 200-4000 ohms. As long as impedance is in range, other measurements stable, medtronic ts implies there's no concern regarding lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).